Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had damaged paddle cover. Deformation of the shaft of the introducer was observed. Paddle fully closed and opened by turning of black rotation knob. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of damage paddle retractor cover may occur when either: one, the paddle retractor is retracted with the paddle in a partially open state; pushing the introducer forward over a paddle that is not fully closed may cause stretching and breakage of the introducer, damage to the cover/cloth or disengagement of the cover/cloth from the paddle frame. The instructions for use (IFU) clearly states: to retract the paddle, turn the black rotation knob clockwise until the paddle is fully closed. Two, the paddle retractor is subjected to excessive manipulation or used for leverage, these forces may cause the tearing of the cover/ cloth or disengagement of the cover/cloth from the paddle frame. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, while retracting liver, nettling came off in patient and was retrieved by the surgeon using a grasper. They opened another device to complete the case. There was no patient injury.